Manufacturer narrative:
Contact person updated (B)(6) 23. Additional information: a contact person at the event site is (B)(6) . It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) had fault # 64 (unable to calibrate touch screen controller device fault). There was no patient involvement and no harm reported. A getinge field service engineer (fse) stated that the touchscreen would not calibrate. Replaced touchscreen. Completed touchscreen calibration. Ran and passed all performance and function tests.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unable to calibrate touchscreen. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.